Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen was found to be damaged and could not display an image. A test screen replaced the damage screen and was functioning properly. The battery cap had stripped threads and could not secure to the pump. The battery compartment was cracked from the threads to the case seal. Moisture was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that display was damaged, the battery cap had stripped threads, and the battery compartment was cracked with evidence of moisture. This report is made based on results of investigation completed on (B)(6) 2015.